Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced dizziness and pain with and without device use around the implant site. The device was explanted on (B)(6), 2010 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed (B)(4), 2011.